Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was possibly fractured, displayed high impedance and a rise in impedance, and there were short v-v episodes. The lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.